Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology from implant were not reported. It was reported that the aneurysm was remodelling and the stent graft was found to have migrated; however, it was at the same position as the previous study. Talent cuffs were implanted proximal to the aneurx bifurcated stent graft to address the aneurysm remodelling. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other (required secondary intervention) - evaluation codes, results: (aneurysm remodelling). (Migration). Conclusion: (aneurysm remodelling).